Manufacturer narrative:
The product lot number was not provided and the device is not being returned for evaluation. Therefore, no investigation will be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2020-00288, 2.3005168196-2020-00289, 3.3005168196-2020-00291, 4.3005168196-2020-00292.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod detachment handle (handle), pods, ruby coils, and pod packing coils. During the procedure, the physician advanced the first coil to the target vessel but was unsuccessful in detaching it despite making three to four attempts with the handle. A second handle was then opened but had the same issue; subsequently, the coil was manually detached by kinking the pusher assembly. It was reported that physician experienced difficulty detaching subsequent coils with the second handle; therefore, they were manually detached. It is unknown specifically which coils were used with each handle. The procedure was completed by manually detaching the coils. There was no report of an adverse effect to the patient. No additional information is available.